Manufacturer narrative:
On december 10, 2007 the saw involved in the reported event was evaluated. During the eval, the tech was unable to duplicate the reported event; the saw performed within specs.

Event description:
It was reported by the customer that the saw was leaking a black substance during the cleaning process and that the saw did not work. There were no reports of any adverse pt event associated with this malfunction.